Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-13610. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited loss of capture. Atrial lead dislodgement was confirmed via fluoroscopy imaging. Vegetation was noted on the atrial and ventricular leads. The leads were explanted as a result. The patient condition was stable.